Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent a vascular prosthesis placement procedure in a lower leg on unknown date and absorbable hemostat was just below the skin of the lower leg. The patient experienced swelling and, thirty days postoperatively, the incision was re-opened and a compress was removed from the lower leg.